Event description:
It was reported that ongoing cartridge alarms occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via pump. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.